Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the accu-chek insight flex cannula was detached from the customer´s body and the plastic piece, which is attached/pinned to the head set with hinges, was in an upward position.